Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump passed the functional testing, and all operating currents tested within the specification range. The pump also passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm even after battery change. Customer was not able to resolve alarm due to buttons not responding. Customer's blood glucose was 450 mg/dl. Insulin pump was not dropped. Insulin pump would be replaced.